Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with positioning the clip high enough above the tricuspid valve cannot be determined. Image resolution poor appears to be related to procedural conditions as imaging was reported to be challenging and the quality was suboptimal. Unspecified tissue injury per the physician was due to the clip and decreased imaging quality. Tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5, prolapsed leaflet, and lead impingement of the septal leaflet. Prior to the triclip procedure, despite troubleshooting, issues with transesophageal echocardiography (tee) occurred, and intracardiac echocardiography (ice) imaging was performed. It was noted that the imaging appeared slightly better with ice imaging. A triclip steerable guide catheter (tsgc) and a triclip xt were prepared per the instructions for use (IFU). However, once the triclip system was inserted, ice imaging became difficult, and quality decreased. The triclip was steered down to the valve, but imaging issues with ice and tee continued to occur, despite troubleshooting. Difficulties positioning the clip high enough above the tricuspid valve occurred. Transthoracic echocardiogram (tte) imaging was attempted without successful images. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed from the patient. It was observed that tissue was wrapped around the shaft. It was noted that the tricuspid valve appeared to have minimal damage without any change in tr. No clips were implanted, and the tr remained at a grade of 5. The procedure was discontinued. The patient was reported to be stable. There were no clinically significant delay in the procedure.